Event description:
It was reported that the pump was showing errors that were unresolved with multiple troubleshooting attempts. No patient injury was reported.

Manufacturer narrative:
No product will be returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device manufacturing date: 23-jul-2013.